Event description:
It was reported that atrial fibrillation occurred. A single center study was conducted from january 2023 to may 2024 to compare two (2) pulse field ablation (pfa) systems for index pulmonary vein isolation. One hundred (100) patients were enrolled in the study, where fifty patients were treated using a farawave catheter and fifty were treated using a non bsc catheter. Procedure summary: all procedures were performed under deep sedation, using midazolam, oxycodone, and continuous propofol infusion. An adjusted dose of intravenous heparin was administered after femoral venous access and before transseptal puncture to achieve a target activated clotting time (act) of 350 seconds. A single transseptal puncture was performed under fluoroscopic guidance using a non-boston scientific (bsc) transeptal device. The transeptal sheath was exchanged for a faradrive steerable sheath which was advanced into position. Following the transeptal puncture 1 mg of atropine was administered to prevent vagal response. An inquire merit guidewire was loaded through a farawave catheter and the farawave catheter was advanced into the left atrium. Four (4) applications of ablation were delivered via the farawave catheter in basket configuration and 4 applications of ablation were delivered in flower configuration. At the conclusion of the procedure a figure 8 suture was applied and a femoral access pressure bandage was maintained for six (6) hours. Pulmonary vein isolation was achieved in all patients. Event summary: of the fifty (50) patients that underwent pfa using a farawave catheter, three (3) experienced a recurrence of atrial fibrillation in the three (3) month blanking period post procedure. Patient status: no further information on the status of the patients is available.

Manufacturer narrative:
Hartl, s. Et al. Twosome trial: randomized comparison of single shot vs single tip pulsed field ablation for pulmonary vein isolation. Heart rhythm, 2026, issn 1547 to 5271, https://doi.org/10.1016/j.hrthm.2026.04.049. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.